Manufacturer narrative:
Philips service replaced the x-ray biplane pc mdp and reloaded the software, restoring the system to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4))

Event description:
It was reported to philips that the system froze, and a warm boot failed, requiring a full boot to finish the case on an azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.